Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was unable to turn up the settings on their device because of out of regulation (oor) issues. It was unknown if there were any environmental or external factors that may have led or contributed to the issue. The manufacturer representative stated that the issue was occurring on both group a and group b. It was noted that the patient was currently getting great pain relief. The manufacturer representative was not able to meet with the patient in the clinic due to covid-19. It was noted that the patient was doing fine and the issue was not resolved. The patient¿s status at the time of the report is ¿alive, no injury.¿ no patient symptoms were reported. No further complications were reported or anticipated. Indications for use is non-malignant pain .